Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium (mg) result generated on the architect (B)(6) for a patient sample. The following data was provided: (B)(6) 2025 sample ID (B)(6) initial result = 3.72 mmol/l, repeat result on another architect (B)(6) = 0.76 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Updated information in section h4 - device mfg date, and in section d10 concomitant product. The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including cleaning the tbg, external hc waste, which resolved the issue. The fsr determined the tbg, external hc waste (rohs) the likely cause of the result issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c16000 did not identify any similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. A review of complaint and trending data associated with the tbg, external hc waste (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the tbg, external hc waste, was identified.

Event description:
The customer observed a falsely elevated magnesium (mg) result generated on the architect c16000 for a patient sample. The following data was provided: on (B)(6) 2025, sample ID (B)(6), initial result = 3.72 mmol/l, repeat result on another architect (B)(6) = 0.76 mmol/l. No impact to patient management was reported.